Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was explanted due to lead fracture with an out-of-range high impedance. Also, this lead was destroyed during the laser lead extraction and will not be returned. There were no associated patient symptoms.

Manufacturer narrative:
Revision to fields f10 and h6 device codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was explanted due to lead fracture with an out-of-range high impedance. Also, this lead was destroyed during the laser lead extraction and will not be returned. There were no associated patient symptoms.